Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 03july2019. The service technician was able to duplicate the reported problem. The service technician replaced the user interface pcb and reloaded system software. The service technician ran a real time clock & system calibration and performance verification. All testing passed.

Event description:
The customer reported that the unit powers on by itself once the ac power is unplugged from the ac outlet. The customer reported there was no patient involvement.